Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a mako left medial uni to a tka with tibial augment due to implant subsidence of the tibia.